Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure and one of the balloons ruptured during deflation. It was noted that "blood came into the ibt syringe" and the procedure was continued without washing off the vertebra with saline. After cement was delivered in the cavities, it confirmed using a c-arm that no cement leak occurred and no contrast media leaked outside of the vertebral body. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Corrected/additional information.